Manufacturer narrative:
(B)(4). Control shell, multiple use loading unit (mulu), and cartridge were received on 02 feb 2017. Devices have been received but evaluation not yet begun. A supplemental report will be sent upon completion of investigation.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a roux-en-y procedure involving the stomach, the first four firings of this case were without incident. Last firing loaded fine and gave tissue thickness reading; when assist depressed "fire" button, led panel went to white/displayed no cartridge being loaded. Cycled cartridge with no change in led panel. Handed off to scrub who popped out cartridge, unloaded loading unit and adapter, reloaded adapter (green lights were good) and loading unit and then loaded new cartridge. When cartridge was loaded, adapter panel went to yellow. The surgeon removed/reloaded everything and all three panels were green. The powered handle registered tissue thickness, but when the firing button was held down during the firing sequence, the stapler stuttered through the firing, starting and stopping several times. It retracted without issue. No lot information/packaging is available. The current patient status is fine. Ipated blood loss of 500cc or more. Surgery time was not delayed by more than 30 minutes. No device fragment fell into the patient. No reinforcement material was used. Ftr comment: this is the same handle and adapter as (B)(4) submitted (B)(6) 2017 procedure. Additional information received & pending: what is the lot / serial number for the sigpshell? - pending via (B)(4). If the customer cannot supply the specific lot number, can the customer state what lot numbers were in inventory at the time of surgery? What are the potential lot numbers? - pending via (B)(4). What is the lot number for the (B)(4) reload? - pending via (B)(4). If the customer cannot supply the specific lot number, can the customer state what lot numbers were in inventory at the time of surgery? What are the potential lot numbers? - pending via (B)(4). What is the lot number for the (B)(4) reload? - pending via (B)(4). If the customer cannot supply the specific lot number, can the customer state what lot numbers were in inventory at the time of surgery? What are the potential lot numbers? - pending via (B)(4). What part of the device is the sigrig? - this is the reusable insertion guide 5. Which reload (B)(4) gave the tissue thickness reading? - (B)(4) is the 60mm loading unit and the (B)(4) is the stapler cartridge that goes into the loading unit. They are used together. Which reload (B)(4) was being used when the adapter panel was yellow? - can you confirm which devices will be returned for evaluation? - sigphandle, plus qty 1. Ea of: (B)(4), qty 2. Ea of: (B)(4) - 1 unfired, 1 fired 8. Should the customer(s) be notified of product analysis results, if available? (Customer response letter) - please send to (B)(4).

Manufacturer narrative:
Evaluation summary: post market vigilance received one device. The log was evaluated and it was determined that there was a one wire error which caused the device to be inoperable. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. However, a software error was identified during product analysis. When the cartridge area of the reload is wetted with a conductive fluid, such as saline, one wire communication is shorted. When this occurs this will cause the yellow frame with a yellow swim lane that was experienced. This version of the software was not prepared to handle this issue. This condition was later rectified in the atm release. The product analysis established a relationship between a device failure and the reported incident. A cross functional team has reviewed the risk and rate of occurrence for this failure mode and complaint mode and has determined that no corrective actions are warranted at this time to address the root cause of the one wire error. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.